Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. One day after the onset, the patient was hospitalized for this event. The cause of peritonitis was unknown. On an unreported date, the patient was treated with injection vancomycin (1000 mg, route, frequency and duration not reported) and injection amikacin (100 mg, route, frequencies and duration not reported) for peritonitis. The outcome of the peritonitis event was not reported. The action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.